Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 231370380 was returned and analyzed. Visual inspection of the loop segment area showed the loop was detached from the pebax tubing. Missing electrode(s) was observed at the loop segment. A broken/detached loop was observed (pebax tubing). The introducer was removed from the mapping catheter. The wires were broken inside the loop segment area. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrodes showed the all electrodes were found detached from the pebax tubing and wwere not returned with the device. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along with the shaft of the mapping catheter. Visual inspection of the introducer showed the introducer/ loop straightener was removed from the returned mapping catheter. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. Functional testing could not be performed due to the condition of the mapping catheter. In conclusion, the mapping catheter failed the returned product inspection due to the missing electrodes and torn and detached tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mapping catheter achieve 20mm was physically broken in the box. The mapping catheter was replaced to resolve the issue. There was no patient involved.